Event description:
A home pt's (hp) nurse reported that a hp had been diagnosed with peritonitis in 2003. Reportedly, the hp had presented at the dialysis clinic with cloudy effluent and abdominal pain. The hp was diagnosed with peritonitis and treated with a loading dose of vancomycin 2g, intraperitoneal (ip). Follow up treatment included vancomycin 1g, ip, every 5 days. Based on the absence of symptoms, the nurse has concluded that the hp has fully recovered from the infection, with no hospitalization required.